Event description:
Reporter alleged blood glucose had been reading high in the 170-180s mg/dl so customer went to the doctor as a result. It was stated the customer's meter read 180 mg/dl compared to the doctor's measurement of 83 mg/dl. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.